Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, a telemetry link could not be maintained during an attempt to interrogate the device. Multiple errors were noted during a telemetry channel test. Attempts to interrogate the device with other programmers were also unsuccessful.